Event description:
Stapled twice and misfired during the procedure. Got a replacement which had a sheath on that is typically placed every procedure on a sterile instrument. The replacement had a previously used sheath on the stapler. We discarded and were able to find a sterile third instrument with no further issues.